Event description:
It was reported to boston scientific corporation that an advanix double pigtail biliary stent and advanix rx delivery system were used during a pseudocyst drainage procedure in the duodenum performed on (B)(6), 2012. According to the complainant, during the procedure, first a 7fx7cm stent was successfully deployed. However, when the complaint stent was attempted to be deployed, excessive force was needed, and the stent became jammed on the distal end of the delivery system. The sides of the proximal end of the stent split where it had jammed onto the delivery system. The device was removed and it was determined that the procedure was completed with only the one stent in place. No other stent was needed. The complainant reported the opening to the pseudocyst was very small and there was no damage to the delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was also reported the patient is doing well and the size of the pseudocyst has diminished.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.